Event description:
Procedure type: hemorrhoidectomy. According to the reporter: customer states that the staples did not fired properly. When product was fired, open staples were seen. There was blood loss of 500 cc or more due to the product problem; no transfusion was required. The case was extended by more than 30 minutes. There was unanticipated loss or irreversible damage to vascular tissue.

Manufacturer narrative:
(B)(4).